Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing pump supplies.